Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the motors were allegedly smoking and caught on fire.

Manufacturer narrative:
Only the motors were returned and evaluated. There was no visual evidence of fire.

Event description:
Provider alleges the motors were allegedly smoking and caught on fire.